Event description:
After approx 21 months of implantation, this device was explanted because of reported intermittent loss of ventricular capture and high lead impedance of the ventricular lead.

Event description:
After approximately 21 months of implantation, this device was explanted because of reported intermittent loss of ventricular capture and high lead impedance of the ventricular lead.